Event description:
It was reported via repair work order that the lift had a broken weld near foot end actuator. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.